Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left coronary artery. A 10mmx2.25mm wolverine coronary cutting balloon was used for treatment. During the procedure, at first inflation, it was noted that the balloon ruptured at 7atm within 20 seconds. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.